Manufacturer narrative:
The suspected faulty oob safety disk was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the safety disk per the cardiosave service manual and no visual damage was observed. The technician then installed the safety disk into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The national repair center could not verify the failure of the safety disk failing the leak test. The safety disk is being sent to getinge manufacturing per procedure.

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge service territory manager (stm), after replacing the safety disk because it was expired; the new safety disk failed leak test 3 times. This is an out-of-box (oob) failure there was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) replaced the safety disk and then completed the pm. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported hat during preventive maintenance (pm) performed by a getinge service territory manager (stm) that after replacing the safety disk because it was expired; the new safety disk failed leak test 3 times. There was no patient involvement, thus no adverse event was reported.